Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination performed on the cylinders identified that wear in both cylinder bodies; however, no leaks were found. Visual and functional testing of the remainder of the device did not find any abnormalities that could affect the functionality of the device. The reported allegations were unable to be confirmed. Patient symptoms extrusion and discomfort were found to be listed in the device instructions for use (IFU). Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the pump and reservoir did not identify any leaks in the components. Visual examination of the cylinders identified wear at folds in both cylinder bodies, however no leaks were present. Functional testing of the device showed that all components performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptoms extrusion and discomfort were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is experiencing discomfort and extrusion at the distal end of the inflatable penile prosthesis (ipp) device. The was observed coming out through the meatus. The patient underwent a surgical procedure in which all components were explanted and no new device was implanted. The patient remains stable and recovering.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient is experiencing discomfort and extrusion at the distal end of the inflatable penile prosthesis (ipp) device. The was observed coming out through the meatus. The patient underwent a surgical procedure in which all components were explanted and no new device was implanted. The patient remains stable and recovering.